Event description:
The patient suffered a cardiac arrest. Pads were applied in preparation of defibrillation. When connected, the monitor showed a message saying the leads were not connected. We switched to a second defibrillator and was able to shock the patient once, but not on the second attempt. We switched back to the first monitor and it again said leads not connected. We then switched pads and were able to shock the patient. Dates of use: 2009. Diagnosis: cardiac arrest.